Event description:
Reporter indicated a system diagnostic test at the office visit resulted in high lead impedance reading indicating a possible lead break. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 yrs of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents over 12 yrs of age with partial onset seizures that are refractory to antiepileptic medications. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.